Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on an unknown date. Per the reporter, the nail was broken. The surgeon believes it may have been due to fatigue and slow bone healing. No patient injury was reported.

Manufacturer narrative:
The nail was received for visual and functional testing visual inspection confirmed the reported issue. X-ray images of the internal component revealed no anomalies. Functional testing revealed the nail was able to distract and retract with the electronic remote controller (erc) and the high-speed magnet. The nail also passed force and stroke testing. Based on the information provided, there was no particular event which could have led to the nail breaking. However, based on the type of breakage observed, it is possible that the nail broke due to the stress generated from weight bearing activities. Per the precice instructions for use (IFU), "the nail cannot withstand the stresses of full weight bearing. Patients should utilize external support and/or restrict activities as directed by the physician until consolidation occurs.